Event description:
It was reported that during placement of the right ventricular (rv) lead diminishing r-waves after helix extension was observed. More than ten different positions were attempted with good sensing before screw in of the lead. However, after awhile sensing dropped to less than 3 mv. The rv lead was exchanged to a passive lead with outstanding sensing in apical position of 20 mv. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned in segments, and analyzed. Analysis was performed and no anomalies were found. (B)(4).